Event description:
It was reported that the system could not display a live fluoroscopic image. This can cause the system to become unusable due to the inability to display a live fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable.